Event description:
It was reported that the atrial lead was dislodged. During the lead revision surgery, the helix of the atrial lead failed to extend. The atrial lead was explanted and replaced. The patient was in stable condition.